Manufacturer narrative:
(B)(6) 2026 update: event is not device related. The infected device was an implantable chemoport, not the icm. Complaint opened in error. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient suffered from fever (39.2 c) with no clinically identifiable source of infection. Cultures revealed an infection of an implantable port for chemotherapy (reported separately) caused by two organisms (enterococcus faecalis and enterococcus faecium) and enterococcus faecalis bacteremia. The investigator assessed this event as causally related to the patients medical history.